Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting failure of a probe occurred during surgery. The condition of aspiration and actuation was unknown. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient impact.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. Inner cutter was partially in the port. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. Cut functionality was unable to be performed as inner cutter was in the port. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at one location on the inner cutter. The sample was retested for actuation with the probe driver and was found to be nonconforming. Engine was disassembled and the extension/ diaphragm bond is broken, presence of adhesive on the extension. The needle holder and retainer were disassembled and the component were visually inspected. The component were deemed visually conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had an actuation failure however cut functionality was unable to performed due to inner cutter in the port. The root cause for actuation failure is the separation of components within the probe. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related rot cause cannot be ruled out. A non-conformance investigation has been completed associated with the probe component detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).